Event description:
Customer's wife reported aviva blood glucose results of 40 mg/dl and 80 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. Meter and strips returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.